Manufacturer narrative:
1038671-2024-01084 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported instability and femoral loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Concomitant devices: (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5 (B)(6) - 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (B)(6) - 200-02-38 - three peg patella 38mm.

Event description:
It was reported via legal documentation that approximately 92 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, swelling, and instability. No further issues or complications were reported. No additional information is available.